Event description:
A customer reported experiencing a cartridge alarm with their pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump. The customer was advised to put the pump into storage mode and to return it using a pre-paid ups label. A replacement pump was sent, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.